Event description:
The customer reported an alarm that cannot be cleared due to a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. The insulin pump was not replaced because the one being used by the customer was a loaner insulin pump that was never returned after receiving an upgraded model. The customer stated that he would remain on a back up plan until he gets to his new insulin pump, which is in another state. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.